Event description:
Additional information was received that noise led to oversensing.

Event description:
Related manufacturer report number: 2017865-2023-94280 during an in-clinic, noise was detected on the right ventricular (rv) channel of the device. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that there is suspected lead damage and provocative testing was performed where it confirmed the event of noise.